Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing high blood glucose each time that site was changed. Customer's blood glucose was 600 mg/dl. Customer reported of having symptoms such as; nausea, stomach ache and going to the bathroom. Customer was advised that symptoms may be indicative of diabetic ketoacidosis. Customer would contact healthcare professional.